Event description:
On (B)(6) 2022: patient underwent a spinal fusion (B)(6) 2022: while getting her cell phone from the bed, patient heard a loud popping sound and immediately felt pain in her back. On (B)(6) 2022: after x-rays and evaluation it was determined she had suffered an acute hardware fracture on her right side. On (B)(6) 2022: patient underwent a second surgery to repair the acute rod fracture on her right side. On (B)(6) 2023: during a follow up visit to her physician, patient learned there was a small crack in the titanium rod on her left side. The crack found on (B)(6) 2023 was not visible at the patient's prior visit on or about (B)(6) of 2023 the implanted spinal system is intended for use in spinal fusion surgeries for patients suffering from degenerative disc disease (ddd). The titanium rod, which is part of the spinal system implanted in patient on her left side fractured thirty-six days after it was surgically implanted. Approximately six (6) months after plaintiff's second surgery, a crack in the titanium rod on plaintiff's left side was found.

Manufacturer narrative:
D1, d4, g4: product identifiers unknown h6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: patient codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Please refer attached file 'event details_(B)(4)'.

Manufacturer narrative:
B5: event details updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.